Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the capped lead was explanted due to the patient insisting upon the lead being removed in order for an magnetic resonance imaging (MRI) compatible system implant.

Event description:
It was reported that the right ventricular lead had decreasing, low and varying impedance. It was also reported that the lead had noise, and a lead integrity alert was triggered. Records show that the lead was capped and replaced. No patient complications have been reported as a result of this event.